Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va03stb, implanted: 2012 (B)(6); product type lead product ID 3889-28, lot# va03stb, implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was initially reported that the patient noted: "I don't know what it's suppose to be doing for me it's not doing it." The patient noted: she could be sitting there and then going to the bathroom. Regarding if the patient had made any adjustments, it was noted the patient made an adjustment on her previous ins but not this one. The patient noted she "never did get it right." The patient was told to not mess with it from her hcp (healthcare provider). Regarding if the patient had contacted her hcp, it was noted that whenever she does, she is told to call the manufacturer. It was noted in (B)(6), the patient had knee replacement surgery and couldn't address this at the same time. Regarding when did the event or symptoms occur, it was noted about 3-4 months after implant. It was noted that the patient didn't have insurance from (B)(6) 2013 until (B)(6) 2013 and couldn't' see anyone. It was noted patient programmer needed new batteries. The patient replaced the batteries and synched the patient programmer to the ins. The patient was on program 3 at 1.0v and did not feel stim.the patient noted when she hit the button it was to 0 and 3.4. It was noted that the patient hit the wrong button. The patient increased stim to 1.6v and noted that stim was comfortable. The patient needed to call and make a follow up appointment. The patient noted she was told to call the end of (B)(6) or (B)(6) to make the appt but she was in a nursing home recovering form her knee surgery then. The patient planned to call and make that appt. The patient noted the hcp stated they wanted her to use this program first. The patient commented about just sitting there and all of a sudden going. The patient had urge incontinence and sometimes when she's at the toilet pulling her pants down her pants get wet. The patient has to wait there until the urge goes away and then she can go. It was later reported on 2014 (B)(6), that regarding a cause of the event, possibly weight gain/loss drastic was noted. There were multiple attempts at reprogramming. The patient opted for explantation tined lead. It was noted "worked well for two years".